Event description:
It was reported that the patient with this right ventricular (rv) lead had possible infection. Reportedly, the device was protruding past the collar bone under the skin. There were no additional adverse patient effects reported. The rv lead remains in service. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).